Event description:
Caller reported a false negative urine hcg result on one pt. A serum quantitive test was performed (no value provided) and the pt was found to be six weeks pregnant. No other info was provided by the distributor or the customer.

Manufacturer narrative:
Investigation on retains: lot number(s): hcg0090181. Expiration date(s): 08/2012. Control: 25miu/ml hcg urine control lot: hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 260.1iu/ml hcg urine control lot: hcg110218-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 260.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. For investigation on returned product, investigation on returned product: lot number(s): hcg0090181, expiration date(s): 08/2012. Control: 25miu/ml hcg urine control lot : hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01. 260.1iu/ml hcg urine control lot: hcg110218-01. Summary of results: the return devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=6). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 260.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduce in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain and return devices. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; no corrective action required at this time.